Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device had a powering issue; it was found that the radio frequency (rf) programmer head was the source of the issue. Additionally, it was noted that the printer keypad button was difficult to engage, media bay door was missing, the rubber pad on the lower case was damaged, and the stylus tip was separating from the main body while remaining functional. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would quit abruptly, and at times would not power-on. The programmer has been returned for repair. There was no patient involvement.